Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 jammed and wont close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.